Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. On one occasion, the customer's cartridge indicated (B)(4) units of insulin left when it was confirmed there was insulin still in the cartridge and as a result the customer's blood glucose (bg) rose to 418 mg/dl and the customer went to the emergency room (ER) on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin to address elevated bg. The customer was released from the ER later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy and also confirmed an alternate method of insulin therapy is available.